Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 30 mg/ml at 7 mg/day via an implantable pump for non-malignant pain. It was reported that the patient heard a continuous beep for 3-4 seconds one time in a quiet environment. The sound was not consistent with the pump alarm. The patient was going to follow up with the healthcare provider (hcp) should he continue to hear the alarm. There were no symptoms reported. Additional information was later received from a consumer. It was reported that the patient visited their healthcare provider (hcp) on (B)(6) 2017 to learn the pump was indicating that it was empty. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer was told by a person from the device manufacturer that it was not possible for the pump to beep. It turned out the pump was beeping because the pump thought it was empty.